Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with safil suture. The client reported that the needle is detached from the thread when opening the package. The event occurred prior to use.

Manufacturer narrative:
Analysis and results: there are two previous complaints of this code batch regarding the same issue, closed as not confirmed after the analysis. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open (unused) sample with the needle detached from the thread and the thread still wound on the pack. As no closed samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 0.53 kgf in average and 0.38 in minimum and fulfilled ep specifications: 0.23 kgf in average and 0.11 kgf in minimum. We will close the complaint as not confirmed as no further analysis can be done. Nevertheless, if closed samples are received in the future we will re-open the case. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.